Event description:
It was reported through clinic notes dated (B)(6) 2010 that a vns pt was seen for follow-up on a stroke that occurred on (B)(6) 2008, seizures and sleep apnea. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date. Moreover, at the moment, the relationship of the events to vns therapy is unk.